Event description:
The patient is an (B)(6) year-old woman with progressive bilateral sensorineural hearing loss. She has previously undergone implantation with a nucleus ci-512 device. She subsequently has developed a failure of the internal device.======================manufacturer response for cochlear nucleus 5 contour w/advance electrode, cochlear nucleus 5 contour w/advance electrode (per site reporter).======================awaiting response.